Event description:
Customer stated that the tip of the device broke and the device over-heated during a case. The broken piece of the tip did not enter the surgical site. A back-up unit was used to complete the procedure. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Internal components were evaluated which relved that the rotor assembly and the driveshaft were worn.